Event description:
It was reported that during a device changeout the device was programmed to 70 beats per minute. During use of electrocautery, the patient experienced a period of flat line for 5-10 seconds along with irregular beats below 70 beats per minute. During interrogation of the device, damaged sm data was noted on the programmer screen. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): primary finding: battery depletion-normal.